Event description:
The reporter noted: the doctor stated on (B)(6) 2012, the patient claimed discomfort laterally. This was after egr procedure (date of procedure was not provided). The doctor believed this was "neuritis" and used a cortisone injection which relieved the patient's discomfort.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.